Event description:
The customer's husband reported that the customer received a reading of 359 mg/dl and took 60 units of humulin. As a result, the customer lost consciousness and the customer's husband found her on the floor and called the paramedics. The paramedics tried to regulate her glucose level and transported the customer to a medical center. The customer was diagnosed with severe hypoglycemia; however, the treatment given is unk. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.